Event description:
Customer reported a child suffered an allergic reaction to co's syringe. The child's mother alleges that the syringe plunger tip has latex in it, as she was told so by a specialist in latex who was at a meeting on kits with spina bifida, who reportedly looked at the syringe. The box was stickered "latex free" and the hardpack carried the "lf" mark. The child had to receive a shot at the onset of the reaction. Reportedly, the child's reaction occurred before she even rec'd anything from co's syringe. The child has a history of latex sensitivity.